Manufacturer narrative:
Additional information received from this hospital indicates the patient was admitted with progressive pain, had a device replacement due to elective replacement indicator and following a workup to determine if the patient was a candidate for a mechanical device or transplant the patient had a cardiac arrest with successful resuscitation. A palliative care conference was completed with the patient expressing a desire to discharge to home and to not die in the hospital. The patient became a do not rescuscitate and plans were made to discharge with hospice. The discharge summary did not note disposition and patient's date of death was five days after the care conference. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay cosmetic stress cracking, the outer insulation had a cosmetic depression and visual analysis only was completed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay cosmetic stress cracking, the outer insulation had a cosmetic depression and visual analysis only was completed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
An implantable cardiac defibrillator system was returned to the manufacturer with no information. Review of the database indicates that the patient died one week after device replacement. The cause of death has been requested, but not received.